Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in b1 (is product problem); d1. B1: ticked to capture malfunction problem. The root cause of the "system self check failure" was due to a power management circuit board component failure.

Event description:
It was reported that a controller alarm occurred on an automated impella controller. The controller was replaced with another to continue patient support. The patient expired.

Manufacturer narrative:
A3 and a4 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.